Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that customer experienced hyperglycemia customers blood glucose value was 600 mg/dl at the time of incidence and current blood glucose value unknown. Customers wife declined to troubleshoot for high blood glucose value. The customer was treated with syringe. The customer stated that the symptoms related to high blood glucose such as vomiting, difficulty in breathing and nausea. Customer¿s wife states the insulin pump screen had cracked top area. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. Device had minor scratched lcd window, no cracked lcd window noted.